Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer stated they did not remember if they followed the on screen instructions. The customer reported that their blood glucose level was "okay". Reportedly, the customer was able to load a cartridge successfully.